Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
For many years the user reported problems with the device and it was necessary to gradually disable many channels over time. Before re-implantation, there were only five channels available for stimulation. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Concusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode was found partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. In addition information on the implant registration card states that one channel was left extra-cochlear during implantation surgery. Further the recipient experienced facial nerve stimulation on one channel due to extra-cochlear stimulation. This is a final report.

Event description:
For many years the user reported problems with the device, and it was necessary to gradually disable channels over time. The user has been re-implanted on (B)(6) 2021.